Event description:
It was reported that upon interrogation, this device was noted to be programmed to vvi mode with no atrial pacing or sensing. Both the right ventricular (rv) lead, and the right atrial (ra) lead exhibited high out of range pacing impedances greater than 2500 ohms. The arrythmia logbook showed oversensed noise episodes which were treated with inappropriate anti-tachycardia pacing (atp). Additionally, inappropriate shocks were delivered. Subsequently, this device and the related leads were explanted and replaced. It was noted that throughout the procedure, the patient was hemodynamically stable. No additional adverse patient effects were reported. This device is expected for return. The patient was later implanted with a new system.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that upon interrogation, this device was noted to be programmed to vvi mode with no atrial pacing or sensing. Both the right ventricular (rv) lead, and the right atrial (ra) lead exhibited high out of range pacing impedances greater than 2500 ohms. The arrythmia logbook showed oversensed noise episodes which were treated with inappropriate anti-tachycardia pacing (atp). Additionally, inappropriate shocks were delivered. Subsequently, this device and the related leads were explanted and replaced. It was noted that throughout the procedure, the patient was hemodynamically stable. No additional adverse patient effects were reported. This device was received for analysis.